Event description:
It was reported that cartridge did not fully snap into pump, and caller noted cartridge o-ring was on pneumatic tap. There was no reported impact to the customer¿s blood glucose level. Caller removed o-ring, cleaned pneumatic tap area, confirmed cartridge o-ring was in place and undamaged, successfully reloaded original cartridge through pump load menu, and then resumed insulin therapy without further issue.